Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the lcd screen on the patient's primary controller was blank when the display button was pressed. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the lcd screen on the patient's primary controller was blank when the display button was pressed. The controller was exchanged.

Manufacturer narrative:
This event was determined to be a duplicate and the investigation findings will be reported under MFR # 2916596-2022-00731.